Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade which required pericardiocentesis. It was noted that this patient had a medical history of a small left atrium that may have contributed to this event. It was reported that during an afib case, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiogram. A pericardiocentesis was performed and approximately 250 ml of fluid was removed. Additional information was received on the event. A transseptal puncture was performed with a baylis nrg rf transseptal needle. It is unknown when the event occurred, it is assumed the ablation phase because it was at the end of the procedure. The patient did require extended hospitalization because of the adverse event. The physician¿s opinion on the cause of this adverse event is procedure related. The power was not titrated during ablation. No error messages were observed on biosense webster equipment during the procedure. An agilis large curve sheath was used during the procedure. The patient did receive anticoagulation in the procedure and it was maintained at 250-300s.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 04/03/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade which required pericardiocentesis. The returned device was visually inspected upon receipt and it was found in normal condition. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. A deflection test was performed and the catheter passed. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was also evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)), stockert 70 system (model# m-5463-01 serial# (B)(4)), coolflow pump (model# m-5491-02 serial# (B)(4)), lasso catheter (model# d-1343-01-s lot# 17159577), soundstar catheter (model# m-5723-12 lot# g3032203). (B)(4).